Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a speaker failure. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using both ac and dc power. The device was able to obtain readings and to visually and audibly alarm during alarm conditions. Internal inspection showed log files indicated 2 instances of critical errors due to alarm failure. The "u24" chip (speaker amplifier) on the system circuit board was tested and was found to have failed due to battery-current leakage causing the speaker failure. A service history record review reveals that this unit was in the field for over one (1) years with no previous reported issues prior to this reported event.

Event description:
The customer reported a speaker failure. No consequences or impact to patient was reported.